Manufacturer narrative:
Device was used for treatment, not diagnosis an additional evaluation was performed. The customer reported the inner shaft was broken. The repair technician reported broken tip as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced. This item was repaired and returned to the customer. This evaluation is confirmed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the synthes sales consultant that the tip of inner shaft broke off at the hospital while in the washer. There was no patient involvement at all. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. Device is an instrument and is not implanted/explanted. Product received and awaiting evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.